Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the text on their receiver became inverted and the display lost all color. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found a defective liquid crystal display (lcd) and a damaged component in the printed circuit board. The root cause was determined to be an assembly error.